Event description:
A malfunction occurred with a pump, and it displayed a malfunction code that could not be reset. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to replace the pump, and the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer was instructed to put the defective pump into storage mode and return it within ten days using a prepaid label.